Event description:
Related to MFR report # 2183959-2012-02111. It was reported by plaintiff's attorney that the plaintiff was implanted with a miniarc sling system on (B)(6) 2010 to treat her pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, chronic discharge and bleeding, dyspareunia, significant mental and physical pain and suffering, has undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries. Plaintiff's attorney also alleged plaintiff has sustained serious injuries including, but not limited to, extreme pain, recurrent infections, continued urinary incontinence, disability, mental anguish, and other injuries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.